Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part/lot number of the device involved in the event is unknown. X-rays were provided however they were not sent for further review as the reported event is for poly wear which is not visible on x-rays. Sending the images would not enhance the investigation. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial left tka on an unknown date. Subsequently, poly wear was suspected, so the poly was exchanged. No additional information is available.